Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead broke when attempting to obtain optimal position via extending and retracting of the helix mechanism, during implant. A different lead was successfully implanted and no adverse patient effects were reported.